Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the reported complaint of the patient having a puncture of the "dural" could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The IFU for this product warns the user to remove the needle and attempt a new puncture if blood or spinal fluid is returned in the plunger barrel. A device history record review was performed on the epidural needle with no relevant findings. Based on this, the complaint could not be confirmed based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Event description: "incident occurred on (B)(6) 2026. The low-pressure syringe leaked at the level of the plunger. Patient had a puncture of the dural. Blood patch was needed to treat."

Event description:
Event description: "incident occurred on (B)(6) 2026. The low-pressure syringe leaked at the level of the plunger. Patient had a puncture of the dural. Blood patch was needed to treat."